Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient went to emergency room and subsequently hospitalized on (B)(6) 2024. The patient was admitted to ICU and her blood glucose levels was 675 mg/dl. The patient also had high ketones. No further information available.